Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 435 mg/dl. The customer stated that she experienced high readings for about a week. The customer stated that her basal will work while her bolus does not. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there no deliveries and low reservoirs in the alarm history. The customer did not have a tubing clamp to troubleshoot. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.